Event description:
A customer reported an issue with their continuous glucose monitor (cgm), specifically encountering an error 42 during use. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided instructions for a complete pump reset and guided the customer through the process, which successfully resolved the issue, allowing the customer to start a new sensor session without further errors.